Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4 of their automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected for an unk reason from the supply line of the homechoice set during therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident per the home pt.